Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, there was no video in the surgeon side console right eye. The intuitive surgical, inc. (Isi) technical support engineer (tse) noted error 45308 observed in logs on surgeon side console (ssc) 1. The tse walked caller to confirm that the vision side cart (vsc) was set on right eye and image present on touchscreen. The tse suggested hard power cycle of system but caller not able to perform at the current time and will call back when able to perform. The customer called back after procedure was completed. The isi clinical sales representative (csr) confirmed issue isolated to ssc 1 and no issues on ssc 2. The tse walked caller through hard power cycle of ssc 1 with no change. The caller did note that when powering on the ssc the high resolution stereo viewer (hrsv) did provide blue light and said intuitive but then error 45308 occurred and no vision in right eye. Surgeon performing following cases with other ssc (dual console system). The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the isi csr and obtained the following additional information: confirmed it was the inguinal hernia case that day.

Manufacturer narrative:
Based on the claim against the product by the customer noting there was no video in the surgeon side console (ssc) right eye, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse noted fiber damage in the boom. Fse bypassed the fiber, and the system was working again. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue.